Event description:
4/27/1999-per dr., the circumcision clamp, not only crushes the skin but it amputates the skin at the same time. The child did not require any additional intervention as a result of the event.